Manufacturer narrative:
The certas valve (ID 828804pl) was returned for evaluation. Device history record (DHR) ¿ the product code 828804pl with lot 6272527, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was at setting 4. The valve was visually inspected; the siphon guard was dislodged, cut and tear marks were noted around the siphon protection. Biological debris was observed on the housing and inside the valve. Root cause analysis - the root cause for the issue reported by the customer is due to a sharp or pointed object coming into contact with the valve in view of the cut marks on the siphon guard. As noted in the surgical procedure precautions section in "IFU", silicone has a low cut/tear resistance.

Event description:
A facility reported a certas valve (ID 828804pl) was found broken; therefore, it was explanted and replaced. The nurse stated that "the patient was nonverbal and was just replaced a month ago".

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.